Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and the alarm cannot be cleared. The customer's blood glucose reading was unknown at the time of incident. The customer discontinued the use of the device and will follow a back up plan until a replacement arrives.

Manufacturer narrative:
The pump alarmed compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to perform the self-test, unexpected restart, off no power, occlusion and no delivery alarm tests due to the alarm. The pump had a cracked case at the display window corner, minor scratches on the display window and missing end cap sticker.